Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 106, 171, 174, and 181. Tests were done within minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.